Event description:
On (B)(6) 2012, the patient claimed her blood glucose elevated to "hi" (above 600 mg/dl) after the animas insulin pump lost power for 2-3 hours. Reportedly, the patient awoke with a black screen and no button response. The patient did not recall getting any low battery warning because she has been "kind of out of it" since her recent surgery. The patient had insulin via syringes as a backup plan. The patient did not have any symptoms during the incident. During troubleshooting, the patient did not have any new replacement battery at the time of concern. This complaint is being reported because the patient awoke with blood glucose above 600 mg/dl after the animas insulin pump lost power.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/20/2014 with the following findings:. The black box contains dates from (B)(4) 2014 to (B)(4) 2014. Black box and histories for the event on (B)(6) 2012 have been overwritten. Available daily insulin delivery totals correctly reflected programmed basal rates..no evidence of short battery life observed in the pump histories. Pump passed delivery accuracy test and found to be delivering within the required specifications. The pump electrical current draws were tested and were within specifications.. The battery cap was not returned with the pump for investigation; a test cap was used for all investigation steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.